Event description:
Boston scientific received information that an increase in pacing impedances as observed on the competitor right atrial lead. All other parameters appeared normal, but noise was seen on the atrial channel. Provocation testing was performed and no evidence of any sensing issue or loss of capture was noted. A possible device/lead connection issue was suspected. Technical services reviewed the faxed electrocardiograms and noted artifacts from an external source on the right atrial channel consistent with the minute ventilation signal. Technical services discussed programming the feature off. Technical services agreed that with a stable pacing thresholds and good sensing continued monitoring of the patient was sufficient. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.